Event description:
It was reported that the tip is bent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: fzx. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The present needle was analyzed for conformance to print specifications, no abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed clinical information is available we are not able to determine the exact cause of this occurrence. Based on the appearance of the tip we assume that the system was overstrained during use. No product fault could be detected.